Event description:
Reported as pocket overdose at time of refill by home health care agency. Patient was admitted to hospital overnight for observation, narcan was administered, and patient was discharged the next day.